Event description:
It was reported implanted two avs-as peek spacers and a 28mm relfex hybrid plate in a pt at the c5-6-7 levels in 2006 (to treat cervical stenosis). When the pt returned to his office (approx 3 weeks post-op) she complained of reoccuring arm pain and weakness. When an x-ray was taken, it ws clear that the two level construct and subsided and there appeard to be significant subsidance of the bone. The pt was revised in 2006 and the plate/screws were removed and it was determined tha entire body of c6 had collapsed. A tricortical graft was taken from the pt and a corpectomy of c6 was done. The graft was inserted, the pt was flipped, and the ateral mass screws were inserted at c5-6-7.